Manufacturer narrative:
6/24/97-supplemental report #1 submitted to FDA.

Event description:
During a bowel resection procedure, the needle broke. The surgeon applied another product. No patient injury was reported.